Manufacturer narrative:
Concomitant medical devices: a2dr01 ipg, implanted on (B)(6) 2019; 5076-52, lead, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited intermittent under-sensing with suspected intermittent pau sing. Small sensing noted and sensed polarity unipolar. The his bundle lead was capped and replaced. No patient complications have been reported as a result of this event.